Event description:
Received information that multiple temperature alarms occurred and insulin delivery was unable to be resumed. Impact to customer's blood glucose level could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.